Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed that the unit consisted of the needle/safety barrel assembly. The catheter/adapter assembly was not returned for evaluation and testing. A microscopic inspection revealed the needle was not retracted into the safety barrel and the safety activation button was not depressed. Cured adhesive was also observed to have adhered to the outer wall of the hub and flowed down behind the white safety activation button. A simulated use test was performed by pressing the safety activation button and the needle did not retract into the safety barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5194912. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. The cured adhesive observed on the outer wall of the hub was physical evidence to confirm and support the manufacturing process related issues for the defect. Remedial action required: a formal CAPA has not been initiated for this incident. However, change control ccacm803 was initiated to redesign the adhesive fill station such that efd valves will be used in replacement of lee valves. The change control was implemented on august 8, 2016 which was after this work order had been built. Manufacturing has also been notified of this incident and the findings.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter failed to retract after pressing the safety activation button. The device was used on an (B)(6) source patient. There was no report of injury or medical intervention.